Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified malfunction occurred and pump would not turn on. There was no adverse impact to the customer¿s blood glucose value as pump was used for demo purposes only and not used for insulin therapy.